Manufacturer narrative:
The patient''s weight was not provided but has been requested. (B)(4). Approximate age of the device - 1 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s post lvad course has been complicated by recurrent gastrointestinal (gi) bleeding previously unreported to the manufacturer. The event date has been estimated. The onset date, site and treatment for the gi bleeding was not provided. Additional information was requested but not received.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a colonoscopy was done on (B)(6) 2015 found there was no bleeding or bleeding lesions in the examined colon. No source for patient's bleeding was identified. A small bowel enteroscopy was done on (B)(6) 2016 and found three gastric polyps with oozing bleeding, treated with argon plasma coagulation (apc). Enteroscopy performed on (B)(6) 2017 revealed there were a few gastric polyps with stigmata of bleeding. The largest polyps were about 1 cm which bled with contact, treated with protonix (pantoprazole) 40 mg po bid for 1 month.